Manufacturer narrative:
Other relevant device(s) are: brand name: micra, < model #: mc1vr01-delsys / expiration date: 29-dec-2020/ serial#: (B)(4), UDI #: (B)(4), device available for evaluation: <no>, device mfg date: 09-jul-2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the device dislodged after cutting the tether. The tether was re-knotted and the leadless ipg was repositioned but the thresholds were high at that point. The device was then pulled out to be cleaned and drained and thrombus were in found in the delivery system. The device was then reintroduced and repositioned but it dislodged for the second time after cutting the tether. The device was repositioned again, successfully. The leadless ipg remains in use. No patient complications have been reported as a result of this event.